Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted a cracked luer. Continuity checks revealed no electrical opens or shorts and all electrodes, sensor and thermocouple resistances measured in specification and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested and the pressure decay values indicated the presence of a gross leak due to the cracked luer. After the cracked luer was sealed with adhesive, the pressure decay values were within normal limits. X-ray examination also identified a kink in the magnetic sensor wires. Additional electrical testing revealed that all impedance and temperature readings were normal. Compromised insulation of the guide coil and magnetic sensor wire pair were noted during dissection. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on june 04 2021. During a redo ablation procedure to treat atrial fibrillation a intellanav mifi open-irrigated catheter was selected for use. It was reported that a "temperature too high" error was triggered when the catheter was connected to a new ablation cable. Ablation was not possible. The temperature reading was 50 degrees celsius. The flow of the pump was checked and was working as expected. Error was resolved with a replacement catheter and the procedure was completed with no patient complications. However, returned device analysis revealed cracked luer.